Event description:
Hooks were implanted into a pt on 4/26/96. Some time after surgery, the pt felt a "pop" in the back which caused some pain. Continue pain prompted x-rays that revealed that the hook cap became dislodged from the hook. The hook and cap were explanted and new implants were successfully placed.